Event description:
It was reported that the physician no longer practice at the facility and the patient had not been seen since 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3966, lot# la4027, product type: lead. Product ID: 3886, lot# l97274, product type: lead. (B)(4).

Event description:
Compatibility guidelines were requested for a MRI. MRI technician stated the patient mentioned the battery was removed 4-5 years ago. Only the lead was left in her body. Caller stated the patient said the ins (stimulator) was removed because her 'body had grown around it.' Caller did not have any additional information. There were no symptoms reported. Event date was in 2010. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation.